Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the registration phase of the surgery the screen that allows to proceed with the movement of the robotic arm disappeared and was impossible to continue the movement. The device had to be turned off through the power button and then restarted to pursue surgery.

Manufacturer narrative:
Review of log files shows that automatic movement was interrupted by the user and was attempted to resume. However, the position vector was cleared by the software. With an empty move position vector the robot is unable to complete or initiate a move. This is consistent behavior with known bug brdc-30 ((B)(4) ).